Event description:
It has been reported to philips that there were problems with the 3d reconstruction of the angiograph. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there were problems with the 3d reconstruction of the angiograph. To resolve the issue, fse formatted discs, installed software, and carried out troubleshooting tasks including the configuration calibration, and performed the verification of the correct operation. After the fse performed the correction operation and the troubleshooting tasks, the system was returned to good working condition. The codes were updated based on the investigation outcome.